Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. The patient's ejection fraction was noted to have improved and the physician was considering not replacing the device. The physician programmed the device to vvi 30 and will continue monitoring the patient's ejection fraction for a couple of months. Ts discussed that even with the programming changes made, the battery will continue to deplete at an unpredictable rate. The physician acknowledged understanding and wished to move forward with monitoring. No adverse patient effects were reported. This product remains implanted and in service. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.